Manufacturer narrative:
The lot history file was not reviewed. Two used products were returned for evaluation. Upon inspection, one device exhibited a bent cannula, while no issues were observed with the second device. A functional test was performed. During occlusion testing, no flow was detected in the affected device, and an obstruction at the cannula base was observed. Proper flow was confirmed in the second device. The reported issue was confirmed, the probable cause was determined to be a solvent application error during assembly.

Event description:
It was reported that the patient experienced elevated blood glucose levels following a cassette and infusion set change. Upon investigation, a bent cannula with an obstruction at the base was identified. This makes this event reportable. There was patient involvement; however, no harm was reported.